Event description:
Suspect device has been received and is undergoing product analysis. Information was received in regards to the correct explant date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanovas employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any &#34;defects¿ or &#34;malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient's battery has lost its voltage in a short period of time. The physician noted that the patient was implanted on (B)(6) 2023. And is now at near end of service physician believes this event is related to vns and that the device has been explanted. Internal generator data was received and analyzed. It appears that the generator is depleting prematurely. Device history records were reviewed for the generator, the device passed all functional and quality testing prior to distribution. Explanted device has not been received to date. No other relevant information has been received to date.

Event description:
Product analysis of the generator was completed. The pulse generator would not interrogate. Therefore, a system diagnostic test, a wandcomm diag, and final electrical test could not be performed. The pulse generator was opened, the measured battery voltage confirmed an eos condition. Could not get the device to communicate when vcpu was set to 2.2 volts. A comprehensive automated pcba electrical evaluation was performed. The dut pcba did not perform according to functional specifications. Testing was performed to isolate components of the dut board. Upon testing it was found that the microprocessor (a1) from the dut pcba appears to be the cause for the increased current consumption of the pulse generator and may have been the contributing factor for the reported allegations of premature end of life (eol) the cause for the microprocessor (a1)increase in leakage current was not determined. No other relevant information has been received to date.

Manufacturer narrative:
F10 medical device code, correct data: initial report inadvertently omitted code a0202 f10 component code, correct data: supplemental report #3 inadvertently omitted code g02013.